Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was 88 pulses per minute. The estimated remaining longevity in 2008 was 1.25 years. As the pulse generator was nearing elective replacement indicator according to the magnet rate, it was explanted and replaced.